Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had software error detected. The customer¿s blood glucose level was unknown at time of incident. The customer also stated that the insulin pump had communication or transmission problem. Troubleshooting was not performed. The insulin pump will be returned be for the analysis.

Manufacturer narrative:
Device passed self test and displacement test. No unexpected the main arm cannot communicate with the motor arm noted during testing. Software low failure found in the pump history due to software error.